Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid below the white blood cell (wbc) bath of the coulter lh 750 hematology analyzer after repeating a start-up due to background counts failing. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wbc bath vent connector was broken and the latron primer was counting high. The fse replaced the wbc bath. The fse also found the red blood cell (rbc) bath was contaminated and the third aperture was clogged. The fse decontaminated the rbc bath, removed the clog from the aperture, and reinstalled the bath. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).